Manufacturer narrative:
Per the information collected, one of the led indicators on the footswitch was red. The philips engineer inspected the sysetm on-site and confirmed an error in the wireless connection. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information due to privacy laws.

Event description:
It has been reported to philips that the wireless footswitch was not working during a planned treatment. The procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.